Event description:
The customer reported that during the insertion of an indwelling right internal jugular hemodialysis catheter it was noticed that the hub of the catheter was cracked. The customer reported that the catheter had to be replaced twice due to a cracked hub. No harm or injury was reported. Merit became aware of this complaint while gathering info from the maude database. A medwatch report was not received by merit for this complaint. This is one of two reports for this complaint, 1721504-2011-00199.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. The lot number is unk. The following info was found on the maude database. (B)(4). A follow-up report will be submitted if more info becomes available. Eval, conclusions: a follow-up report will be submitted if more info becomes available.